Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The difficulty deploying the stent and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 2.50x15mm bsx emerge, 3.25x12mm nc euphora guide wire: sion blue. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed with a 2.5 x f15 mm balloon catheter at 10 atmospheres (atm). The 3.0 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent was deployed with 2 inflations, at 12 atm. 30 seconds was provided for deflation. During removal of the sds under negative pressure, resistance was met with the proximal segment of the deployed stent. The sds was able to be removed after performing a 3 atm inflation and placing the sds on neutral. The proximal segment of the stent was not fully apposed to the vessel wall, and was under expanded; therefore, high pressure post-dilatation was performed with a non-abbott balloon catheter for 5 inflations. During removal of the balloon catheter, resistance was met with the proximal segment of the stent. Further dilatation was performed with an additional non-abbott balloon, which also experienced resistance with the stent upon removal. The physician was pleased with the final result. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.